Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was reported as non-malignant pain. The patient had a spinal infection so the pump and catheter were removed (B)(6) 2015. Diagnostics, cause of the infection and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.